Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 184203 with internal positive quality control samples and negative quality control swabs.all test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for 195-160/ 195-260 / lot 184203 and test device 195-430h / 179729. The lot met the required release specifications. A review of the complaints reported as false negative (confirmed, unconfirmed and conflicting results) related to kit lot 184203 showed that the complaint rate is (B)(4). A review of the complaints reported as false positive (confirmed, unconfirmed and conflicting results) related to kit lot 184203 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The patient reported a conflicting result with the binaxnow covid-19 ag self-test during routine self-testing performed on (B)(6) 2022. The consumer performed three tests within an hour and reported positive results on the first test, while the second and third test recorded negative results. No additional patient information, including treatment and outcome, was provided.